Event description:
It was reported that the instructions for the purewick urine collection system was being too small of a print even with magnifying glass. Also the customer complained of the blue print was being too hard to see and it should be in black print. It was noted that the patient had been using the purewick product for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "font too small, poor printer quality (equipment, toner) ". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure "it was reported that the instructions for the purewick urine collection system was being too small of a print even with magnifying glass". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the instructions for the purewick urine collection system was being too small of a print even with a magnifying glass. The customer also complained that the blue colored print was being too hard to see and suggested it should be in black print. It was noted that the patient had been using the purewick product for less than 90 days.